Event description:
Additional information was received on 05jun2020. The bypass tube was not dislodged before the carrier tube was inserted. The carrier tube was broken prior to insertion (noted as the extravascular anchor was bulging through the break). It was impossible to push the extravascular anchor into the introducer. The type of procedure being performed was a neurointerventional. An 8fr procedural sheath was used. It was impossible to insert the extravascular anchor in the introducer due to swollen appearance, when attempted; plicature of the carrier tube. Hemostasis was achieved by the second device successfully, although with difficulty. The second attempt was the same problem; however, by aligning the carrier tube a little better, they succeeded in inserting the extravascular anchor before it started to swell on contact with the blood.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, to provide the device return date in section d10, update section h3, and to provide the completed investigation results. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00299. One 6fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly was returned along with the header bag. No other accessory components were returned. Visual inspection revealed that the anchor was fully exposed, and the bypass tube was dislodged at the proximal part of the carrier tube assembly. The deployment sleeve of the carrier tube was in full forward lock position with the color bands concealed. There were two kinks noted on the distal tip of the carrier tube. The distal tip of the carrier tube was examined under microscope to better observe the kink. There were two kinks identified at the proximal portion of the manufactured slit in the carrier tube assembly. Dried collagen had slightly expanded from the manufacturing slit due to contact with the blood. There was no damage noted to the anchor. No other visual anomalies were noted. Dimensional testing was performed, the outer diameter of the bypass tube head at the proximal end was measured to be 0.140" which was within the specification of 0.142" +/-0.005''. The outer diameter of the carrier tube assembly was measured to be 0.080" which was within the specification of 0.080" +/-.005. All measurements were within the manufacturer specifications. IFU states: confirm that the device sleeve has remained in the rear holding position (figure 6). Carefully grasp the angio-seal device at the bypass tube. Cradle the angio-seal carrier tube in the palm of the hand and, with the reference indicator facing up, slowly insert the bypass tube and carrier tube into the insertion sheath hemostatic valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that not holding the bypass tube with sufficient grip; fast insertion without proper mating between the valve and bypass tube; or off axis forces during insertion may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional- requested, not provided. Occupation- requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used. When the material was put in place, the vascular and extravascular anchor looked unusual, then the sheath ruptured. There was no clinical consequence observed, there was no harm to the patient.